Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Hospitalized due to complaints of chest pain and to assess the patient's atrial fibrillation. Upon interrogation it was noted that the lead safety switch (lss) was triggered on the pacemaker and right ventricular (rv) lead due to out of range impedances. It was also observed that there was an oversensing on atrial channel due to crosstalk. Since the atrial events are in refractory, it resulted in functional undersensing of the intrinsic ventricular rhythm. Noise on the ventricular channel was visable on stored events but not reproducible. Boston scientific technical services (ts) then discussed measures for troubleshooting. Additional information was received indicating that the source of noise, oversensing and out of range impedances was not conclusively determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the patient was hospitalized due to dizziness. Upon interrogation noise on the right ventricular (rv) channel was still present and rv lead impedance measurements were now greater than 2500 ohms. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.